Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on the cobas 8000 e 602 module. The erroneous results were not reported outside of the laboratory. The initial hcg + b result from the cobas 8000 e 602 module was 675.9 miu/ml. The sample was repeated on the same module with a 1:100 dilution and the result was 25466 miu/ml. The sample was repeated on a different e602 module and the result from a 1:100 dilution was 25189 miu/ml. No adverse event occurred. The hcg + b reagent lot number was 13196001 with an expiration date of 05/31/2017.

Manufacturer narrative:
Calibration results from (B)(6) 2016 were acceptable. Quality control results from (B)(6) 2016 were acceptable. No issues were identified during a review of the alarm trace. The investigation stated that no rack adapters were used. The customer centrifuged the sample for 5 minutes at 4000 rcf when the sample should be centrifuged for 10 minutes between 1800-2000 rcf.

Manufacturer narrative:
All repeat testing was performed on (B)(6) 2016. On (B)(6) 2016 the sample was repeated on the e602 module with serial number (B)(4) and the result was 10000 miu/ml. On (B)(6) 2016 the sample was repeated on the other e602 module and the result was also 10000miu/ml. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. A general reagent issue can most likely be excluded. Inspection of the alarm trace did not identify an issue. Potential root causes may be related to pre-analytic issues such as mispipetting due to a tilted tube, the fact that the customer does not use rack adapters or the customer's centrifugation conditions. Additional possible root causes for this event may be sample quality and insufficient maintenance.